Event description:
Review of the manufacturer's programming history database was performed, and it was observed that a faulted system diagnostic test occurred on (B)(6) 2008 which changed the settings to unintended parameters. However, the settings were all corrected prior to the patient leaving the clinic ,except for the frequency which was never changed back to 30hz. It is unknown if the signal frequency was intentionally left at 20hz. No patient adverse events were reported as a result.

Manufacturer narrative:
Analysis of programming history.